Event description:
It was reported, that the patient had a chronic pump infection. A positron emission tomography (pet) scan was performed, and it appeared that the outflow graft and pump pocket were compromised by the infection. A pump exchange was performed on (B)(6) 2023. Pus was noted, upon entry of the pocket space. The patient was stable in the intensive care unit (ICU) post exchange.

Manufacturer narrative:
B3 - the event date has been estimated. The onset of the patient's pump infection is reported under MFR #: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the reported event of infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. The distal portion of the pump cable was returned detached from the modular cable. Approximately 2¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The cuff lock was returned disengaged and the apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the hm 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline and how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.